Event description:
It was reported that the patient was unable to set their ipg to MRI mode. Troubleshooting revealed high impedances. As a result, the patient underwent a revision procedure on (B)(6) 2022 in which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.